Event description:
Customer reports cough & congestion. Md seen. Received prescribed cough syrup & was advised to discontinue use.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.